Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer experienced repeated cannot detect on the bus failures due to a legacy half height cubie drawer. A field service engineer performed initial inspection with no failure icon present, inspected the back of the drawer, identified the legacy drawer, replaced the legacy half height cubie drawers 4.1 and 4.2, conducted proactive inspection process, and tested the drawer in the hardware test application with customer verification. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was failed and not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.